Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission with non-sustained right ventricular oversensing. Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were suggested, but no intervention was performed. No further information was available.